Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600 pro and replaced the main syringe pump drive assembly to resolve the issue. The fse performed calibration and quality control with passing results. The fse verified the analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results for sodium (na) and chloride (cl) due to negative anion gap values on their dxc 600 pro clinical chemistry analyzer. The sample was repeated on a different dxc analyzer with normal results and released outside the laboratory. The customer did not provide patient demographics but shared verbally the results for this patient.